Event description:
It was reported that the customer had high blood glucose levels of more than 400 mg/dl. The father of the customer reported a blank display on the insulin pump. It was reported that the nurse of the customer cleaned the battery compartment of the insulin pump of corrosion. Troubleshooting was done. The customer was advised to inspect the battery compartment, contacts and spring for corrosion or damage. It was reported that the battery compartment of the insulin pump was corroded. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Functional testing was not performed due to blank display anomaly. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.